Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a power-on-reset (por) occurred on the device. It was noted that the patient received radiation. The device was reprogrammed. No patient complications have been reported as a result of this event.